Manufacturer narrative:
The customer called back and informed the remote service engineer they were not going to replace the lcd; however, the customer did not mention if they were going to replace the user interface assembly. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported to philips that the device had a dim display. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer the hydis display is no longer available and the recommended repair would be to replace the v60 user interface assembly. A good faith effort was made to the customer for additional information on the repair and resolution for this device.